Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective stimulation due to l1 drg lead had moved out of the ipg. Surgical intervention was undertaken during which the lead was explanted and replaced. Therapy was restored post-op.